Event description:
A nurse reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt is overcorrected. F/u info was received from the surgeon, who reported that the event continues. An unapproved viscoelastic was used during the implant.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 07/05/2011, 07/11/2011 and 07/19/2011 by fax, mail and phone. A completed questionnaire was received 07/20/2011. (B)(4).